Manufacturer narrative:
The investigation was performed on the customer synched glucose data on data management system(dms),which is a cloud platform for eversense system.based on the review of glucose data there was a period of instability during the first days of usage which can be related to the early wear and adjustment of the system after insertion.the system is now stabilizing showing better agreement between bg and sg trends and some differences is due to the delay (lag) that often occurs between changes in bg values and the corresponding change in sensor readings, typical of cgm systems.user was recommended to continue using the system,being sure to calibrate as requested,using true finger stick bg readings, entering the exact value from the bg meter and the exact time of fingerstick.the userstood the information and has no further concerns.no further investigation was found necessary for this complaint.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.